Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. To solve the reported issue, the power board was replaced and sent back to brézins for further investigation. During visual inspection, the ground pin of the connector j5 was found bent. Some cross testing was carried out. The power board works only on battery. When the device is on mains, its turns on and off continuously and no further test could be performed. The reported event was therefore reproduced. However once the pin straightened, the device worked as expected and was left running over night without any technical or functional issue. The root cause of this event is due to the impact on the pin of the board. This kind of damage may have been caused by a hit or drop of the device or by an incorrect handling during last maintenance or repair service. To our knowledge this complaint was not being related to patient safety. This complaint is due to misuse. No action was initiated for this event as per our local procedures.

Event description:
Power keeps going on and off while plugged in; power supply replaced.